Event description:
It was reported that the plaintiff was implanted with a monarc on (B)(6) 2006, to treat stress urinary incontinence. It is alleged that on (B)(6) 2008, the plaintiff experienced "pain on her right side that was moderate to severe intensity for at least 2 weeks, pain is radiating down to her groin; she is also experiencing a little bit of leaking and has little bit of stress incontinence and leaking on sexual intercourse." It is alleged by the plaintiff's attorney that the plaintiff reported a "jagging feeling in her vagina" and increased pain in (B)(6) 2008. It also alleged that the plaintiff reported feeling "a jabbing sensation with sex and during urination," as well as some "tightness" and was recommended for excision surgery in (B)(6) 2008. The plaintiff underwent excision surgery on (B)(6) 2008, to remove the mesh. The plaintiff's attorney alleges the explanting physician noted "we could clearly see a 1.5 cm erosion of the r side of the anterior vaginal wall just below the urethral meatus level noted and mesh could easily be seen through this indicating that this is vaginal wall erosion of the mesh, the mesh looked thin indicating significant stretching and scar tissue." It is alleged by the plaintiff's attorney that the plaintiff was discharged after the explant procedure with the diagnosis of severe urgency incontinence with scarring of the urethra; possible urethra obstruction; erosion of mesh right side anterior vaginal wall. It is alleged the plaintiff continues to suffer pain, and disability.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).